Manufacturer narrative:
In use at the time of the event:cgm model: unknownmobile os: unknown.

Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.